Event description:
Medwatch states, "patient had jackson-pratt (jp) drain placed during c-section. The following day when attempting to remove drain, it transected and the drain remained intra-abdominal. The patient required returning to the or for removal."

Manufacturer narrative:
Sample received and sent to the manufacturing facility for investigation. Investigation ongoing. A follow-up report will be file when the investigation is completed.

Manufacturer narrative:
The actual customer sample was received for investigation. Visual examination showed that it is a jp 7mm flat drain ¾ perforated & 100cc reservoir kit. Visual inspection revealed that the white silicone flat section broke at approximately 1.40 inches from the drain/tubing junction area. Microscopic examination revealed wavy/jagged edge at the fracture site and no distortion in the adjacent drain, which indicates that the drain was not stretched (elongated) to failure. The characteristics of the fractured area and the absence of any tubing distortion are similar to those failures, which are caused by puncture by a sharp instrument. Another observation of white silicone flat section demonstrated a puncture and forceps marks in the break site. As no lot number was provided, we were unable to trace the DHR to evaluate the quality testing performed and the corresponding results. An analysis of the complaint trends demonstrates that this is the (B)(4) time that we have received this type of report from this catalog in the last 12 months. This is the (B)(4) incident reported for this catalog due to broken drain in the same hospital. The most probable root cause was identified as misuse by the customer as evidence by the puncture and forceps marks. This creates a weak point in the drain resulting in tear propagation upon pull force loading during wound drain removal. As preventive actions, the customer will be provided with a copy of the instructions for use. According to the instructions for use (IFU). ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ we will continue to monitor trends and utilize the information as part of continuous improvement.